Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient¿s spouse that the device disconnected on the day of the call, but that they would call in on the next day to try to troubleshoot. On (B)(6) 2018, the patient had spoken with a manufacturer representative (rep) about the leads being dislodged. There were no further complications reported/anticipated.